Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd precisionglide¿ needle was damage causing it to prevent the blood from flowing. The following information was provided by the initial reporter, translated from portuguese to english: during the use of the venipuncture needle, it was observed that the plastic part of the needle that connects the rod with the barrel was much larger than the others. The plastic part almost completely occupied the base of the cannon. This prevented blood from flowing into the syringe.